Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
Continued initial reporter-- fax: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.